Event description:
A customer reported error messages ¿4401 incubator rotation motor home detection failure and 4407 incubator rotation motor overrun to positioning sensor¿ while performing daily start up on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for estradiol (e2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. Fse contacted the customer and instructed the customer to try a version up and restart the analyzer, but the error persists. Fse had the customer check under the incubator cover and found a loose test cup in one of the test cup holders blocking incubator movement. The customer resolved the complaint by removing the test cup and the analyzer was able to successfully home upon restart. The customer validated the analyzer by successfully performing several sample runs and the aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. (B)(4). The most probable cause of the reported event was due to the misalignment of the incubator assembly caused by a test cup blocking the incubator movement.